Manufacturer narrative:
Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle pain, needle bent and the 2nd related complaint for harm/bruising and needle burred (bump on needle) on lot # 9014703. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9014703. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for silicone on od of barrel. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had foreign matter on the needle. This was discovered during use. The following information was provided by the initial reporter: material no: 320440 batch no: 9014703 it was reported the syringe she is using on the patient gave little pain on a patient and bruise, when she looked at the needle tip, she touched and felt little bump in the tip. She felt bump on the needle point in the past in different boxes, it has started happening from last year. Verbatim: issue: medical professional called to report the syringe she is using on the patient gave little pain on a patient and bruise, when she looked at the needle tip, she touched and felt little bump in the tip. Sometime she feels slightly bigger bump on the needle. Needle tip was not straight. Sometimes see noticed the needle before she using it on the patient. She felt bump on the needle point in the past in different boxes, it has started happening from last year. She uses these needles for botox. Explained her we do not support needle for this use. Caller stated she will not buy these syringes and hung up. No further information available.